Manufacturer narrative:
This MDR is related to ge healthcare complaint. The ge service rep could not reproduce the problem. He verified with several hours of operations that system would fluoro with no problem or errors. The system operates as intended.

Event description:
The customer reported they were unable to fluoro.